Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to all the buttons having flattened domes. The insulin pump passed displacement, rewind, and basic occlusion tests. No unexpected low reservoir alarm noted by analysis. The insulin pump was reset with the correct time/date and monitored for 24 hours. No time/clock anomaly noted by analysis. The insulin pump had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.